Manufacturer narrative:
The device was not returned as the issue of no image was resolved by troubleshooting; the cable to be placed in the inputs of the wire cable was connected to the output terminals of the monitor. There was no device malfunction. Manufacture date is available. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user over the phone. The technician was informed that the input sdi cable connected to the wireless transmitter was not connect to a live output port on the monitor. Somehow the input wire to the wireless transmitter was connected to the output port of the oev-262h that did not have an input sdi cable connected to it. When the wire was connected to an output port that had an sdi input, the signal to the wireless transmitter was able send a video image to the oev-262h on the roll stand. The monitor is now operating as intended. No further information was reported.

Event description:
The user facility reported that there is no image on the wireless monitor. This event occurred during preparation for use for a diagnostic procedure. The procedure was completed with no patient harm or injury. No additional information was provided.